Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "leaking implant". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "leaking implant". Device remains implanted.

Manufacturer narrative:
A visual device analysis of the returned device identified: opening, fluids, crease fold. Per ae term code, no additional analysis required; child record closed. Based on the adverse event reported as no complaint against the device, further assessment is not required.

Event description:
Healthcare professional later added "the cc's measured about 300 and should have been 360". The device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on valve side assessed as cracked valve seat diaphragm valve. Additional observations: crease fold is observed.

Event description:
Healthcare professional reported right side "leaking implant". Healthcare professional later reported no deflation found on the right side but the cc's measured about 300 and should have been 360. Device has been explanted.